Manufacturer narrative:
The device was repaired and returned for use by the distributor. An investigation is currently ongoing. If new relevant information becomes available a follow up report will be submitted.

Event description:
The blue grip cover for the iled5 came off and fell down on the head of a surgeon during preparation for the surgery. The grip cover did not breach the sterile field. No injury reported.